Manufacturer narrative:
A replacement breast pump was sent to the customer. The product was received on 1/27/2016 and evaluated by quality engineering on 1/27/2016. The customer complaint could not be confirmed; the unit passed all functional tests. A medela clinician spoke with the customer on (B)(6) 2016. At that time, she stated that she has breast implants and due to the scar tissue in one breast, she is not able to nurse her baby on that side; the other side her baby can nurse from. She noted significant low suction and was diagnosed with mastitis on the breast that she pumps exclusively from on (B)(6). The new pump works well, and she is able to express much more milk than prior to the pump being replaced. She states that her mastitis is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to customer service that the suction on her pump in style breast pump had low suction. She also reported that she was diagnosed and treated for mastitis on (B)(6) 2015. Antibiotic prescribed was amoxicillin.

Manufacturer narrative:
The device was returned to medela and evaluated by quality engineering on (B)(6)2016. When testing the device with the returned components, the device performed to specifications. See attached for product evaluation.

Manufacturer narrative:
The device was returned to medela and evaluated by quality engineering on (B)(6)2016. When testing the device with the returned components, the device performed to specifications. See attached for product evaluation. - attachment: [(B)(4)].